Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lar procedure, the doctor correctly fired the device and found the anastomosis stoma did not staple completely. The surgery was completed by hand sewing.